Event description:
(B)(4) alleged that a continuous positive airway pressure device (CPAP) unexpectedly stopped working. When the pt awoke and tried to reset the device by unplugging and plugging in, the pt allegedly saw smoke and flames. The pt claims she unplugged the device again and the flames were extinguished. The CPAP, humidifier and associated power supply have not yet been received by the MFR for confirmation and eval.